Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex b: b01, annex c: c07, annex d: d02. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of error code 210.5020 was confirmed. Received on 02-apr-2025, lvp device was received unboxed and with paperwork. The unit powered up to error code 210.5020. Internal inspection revealed a faulty bezel harness. Device to be returned to san diego repair center for normal processing. Recommended bd san diego repair center to replace the bezel assembly. Failure investigation report attached to salesforce. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 210.5020. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 210.5020. There was no patient involvement.